Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens. The lens tore during insertion into the eye. The physician cut the lens to remove from the eye. No incision enlargement and no suture was required. No patient injury. Backup lens was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: - lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Device has not been returned.

Manufacturer narrative:
Surgery was on the (os) left eye. A visual inspection of the returned product found one plate haptic and piece of optic are torn off and missing. The remaining optic and plate haptic are torn in two pieces. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).